Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent "circuit occlusion" alarm, on this ventilator device. The customer reported calibrating the low pressure transducers however, the issue was not resolved. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire service group received the suspect gas delivery engine (gde) component for investigation and repair. The service group performed a visual inspection of the internal components of the gde, which found no anomalies within sub-components. The service group cycled the gde on a test bench and duplicated the reported device behavior. They also reviewed the calibration data, which found calibration errors. The service group performed calibrations of the gas and pressure transducers, which found the expiratory flow transducer railed out of specifications. At this time, the service group duplicated the reported issue and isolated the failure to the tca assembly. However, due to a logistics issue the component was not evaluated by our failure analysis group to determine the component failure and no further investigation will be performed.